Event description:
Patient is a 70 year old female who was transferred from another hospital with a one week history of substernal chest pain. On transfer, the patient appear to be having an acute myocardial infartion. The patient was given streptokinase with inital resolution of symptoms. Upon arrival to the hospital at approximately 10 p.m. On 7/2/92, it was noted that the patient was confused and febrile. We were informed that confusion had begun that day during the arteriograms and was possibly related to valium 10 mg that had been administered. A decision was made to postpone cab until mental status and fever could be evaluated. An infectious disease consult was requested for the next morning. Upon arrival to critical care, a swan-ganz catheter was placed via the right internal jugular vein. During insertion the catheter was advanced and pulled back several times before proper placement was obtained. The initial wedge pressure was 20; a follow-up cxr at 11:50 p.m. Revealed no pneumothorax with the swan tip in the right pulmonary artery. During the remainder of the night shift, from midnight until 7:00 a.m., the patient became progressively more alert and cooperative. The wedge pressure declined from 20 to 10 and the pulmonary artery diastolic dropped from 21 to 11. The patient denied pain, but complained of the need to clear her throat and blamed this on her sinuses. At 7:30 a.m. On 7/3/92 the patient complained to the nurses of chest , back and abdominal pain. She again stated that she needed to clear her throat. The ntg drip was increased slightly. All vital signs at 8:00 a.m. Were stable with a bp of 140/60. Moments after a wedge pressure waas obtained, the patient stated that she need to cough. As nurses assisted her, she coughed up an emesis basin full of bright red blood and her oxygen saturation dropped to 80 percent. The patient's physician was paged stat and the patient was quickly intubated. By this time, the oxygen saturation was in the 70s and the bp was 50/60 systolic. The patient continued to deteriorate and CPR was promptly initiated. Multiple drugs were administered and the intraaortic balloon inserted. The patient's primary problem of electrical-mechanical dissociation did not respond to treatment and the patient was pronounced at 8:40 a.m. The patient's family denied a request for autopsy and all lines were removed prior to taking the body to the morgue. The swan-ganz catheter was not kept, but appeared intact and normal when removed. The nursed reported no dificulty with the catheter during the night and early morning. The balloon wedged easily with a wedge tracing apparent after injecting approximately 1cc of air. We do not know if the catheter contributed to this patient's death, as the catheter was thrown away. Nor would the family permit an autopsy. The other attached equipment was a menned bedside monitor and nellcor pulse oximeterdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: other, balloon. Conclusion: device discarded - unable to follow-up, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.